Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 53.7cm was returned for analysis. External insulation abrasion was noted at 47.0-47.4cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 7.9-8.2cm, 8.3-8.5cm, and 14.5-15.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was explanted and replaced.